Event description:
It was reported that a beta bionics ilet user was not able to unlock her pump and believes it is not delivering insulin due to a hyperglycemic episode. She reached a peak of 410 mg/dl blood glucose (bg). The user was unable to unlock due to a cracked screen. The user's mother provided that the user was in the middle of a supply change when she accidentally dropped the ilet and cracked the screen. She did not want to get in trouble, so the user did not inform her mother until 3 hours after the incident. The user's bg was confirmed with fingerstick and was corrected with insulin pens. The user did not have any symptoms and tested negative for ketones. A replacement was arranged.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.